Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd micro-fine plus ¿ 31g×5mm needle was difficult to operate. The following information was provided by the initial reporter: "a patient brought the complaint product to the pharmacy, stating that the pen needle could not be attached to the pen properly due to poor connectivity."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 03feb2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd micro-fine plus ¿ 31g×5mm needle was difficult to operate. The following information was provided by the initial reporter: "a patient brought the complaint product to the pharmacy, stating that the pen needle could not be attached to the pen properly due to poor connectivity."